Event description:
Additional information was received from the patient. They reported that it was unknown if the cause was due to normal battery depletion. It had not even lasted 2 years. They were being treated and needed to have their problem resolved before going further. This had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the device was at end of service (eos) earlier than they expected. The agent reviewed the message they were seeing regarding the device being at eos and that it needs replacing was accurate for both the patient handset and clinician app. The agent sent an email to the manufacturing representative (rep) to get the healthcare provider (hcp) name and any other details of potential cause of early depletion. A response was received in which the rep noted that they didn't have any notes on the patient's settings with the device but it looked like their last increased they had set it to 5.5 ma.